Manufacturer narrative:
Patient weight was not provided. Approximate age of device - 23 days. The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient presented to first follow up visit feeling well, but with h/h of 5.9 & 19.4, patient asymptomatic at this time, except for reports of dark stools since lvad implant. No overt signs of bleeding. Two units of packed red blood cells (prbc) transfused as outpatient, protonix increased to 40mg bid. Patient returned to clinic (B)(6) 2018 with h/h of 5.6 & 18.8. Patient additionally reports increased fatigue and no overt signs of bleeding. Patient admitted with plan to transfuse 2 units prbc, repeat complete blood culture, occult stool, request gi consultation.

Manufacturer narrative:
Investigation summary: this type of event has been previously investigated. Gastrointestinal bleeding is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. Patient remains ongoing with the device. The manufacturer is closing the file on the event.

Event description:
Additional information was received. On (B)(6) 2018, nm gi bleeding san showed active radiolabeled red blood cell extravasation initially appearing in the left lower quadrant and then propagating throughout multiple bowel loops in the left lateral, upper, and central abdomen the site of origin was favored sigmoid colon though this was not entirely certain. (B)(6) 2018 colonoscopy showed the perianal and digital rectal examinations were normal. The terminal ileum contained hematin (altered blood/coffee-ground-like material). Hematin was found in the entire colon. (B)(6) 2018 upper device assisted enteroscopy without fluoroscopy found the esophagus was grossly normal, the stomach was grossly normal. There was no evidence of significant pathology in the entire examined duodenum. Red blood was found in the proximal to mid jejunum thought to be from suspected angioecstasia. Coagulation for tissue destruction using argon plasma at 0.8l/m and 30 watts was successful. The area just proximal to the bleeding site was tattooed with an injection of 1ml india ink to mark the area in case of further enteroscopy is pursued. The patient received transfused red blood cells(rbcs). The h/h of the patient remained stable, patient restarted oral anticoagulation with a heparin bridge, h/h remained stable after this and was discharged home in stable condition with a therapeutic inr. The patient was discharged on (B)(6) 2018.